Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and a customer service engineer (cse) was dispatched. Cse inspected the instrument and noticed air bubbles in dual resolution dilutor (drd) syringes and ordered new syringe seals. Customer ran precision testing with a new pack of calcitonin reagent. Cse replaced upper and lower seals in both sample and reagent drd syringes. The cause of the event was due to syringe seals malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant calcitonin patient results were reported using an immulite 2000 xpi instrument. The initial discordant result was reported to the physician(s) and questioned. Sid 0242962 was auto-diluted and repeated on the same instrument. Sid 1463172 had recollected samples and was repeat twice on the same instrument. Patient with sid 1463172 also had a catscan performed as a result of the initial discordant result. The repeated results were reported, as the correct results, to the physician(s). There were no known reports of adverse health consequences due to the discordant results.